Event description:
The event is reported as: complaint alleges that the products do not pass well during nebulization. Customer also alleges that the nebulization time is considered to be very long. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent wne completion of investigation.